Manufacturer narrative:
Additional information: d10, h6, h10. One fluid warming level trauma fast flow system was returned for analysis. Event history log review was performed and found to be in good condition. Visually inspection and powered on the device and temperature did not reach up to 41.7c degrees. Removed back cover for further investigation and found that there was a crack in the return tube which had leaked water, and damaged multiple internal components. This confirmed the customer reported problem. Service replaced pump main pcb and return tube, performed functional and electrical tests and the device passed all. The problem source of the reported problem is design issue.

Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer had a bad sensor/ not reaching temper/ not recognition the temp. No adverse patient effects were reported.